Manufacturer narrative:
A4: unk. A5: unk. A6: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -08.00 diopter, into the patients right eye (od) on (B)(6) 2024. The lens was removed on (B)(6) 2024 due to excessive vaulting. The lens was replaced with a shorter length lens and the problem was resolved.